Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the event occurred due to a faulty printed circuit board. However, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the additional evaluation findings were as follows: there was dust inside the equipment and the top cover was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the insufflation unit was not insufflating. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the display was not working due to a faulty printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.